Manufacturer narrative:
97755-s, was returned for product analysis. Analysis found seam separation at the entrance of donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that it was getting harder and harder to place the recharger to respond when charging their implant. Patient stated that if they moved a little bit the connection would go out and while charging the implant all of a sudden it would stop and they would have to reset the controller and keep charging. Patient also stated that it seemed to take a while to recharge the implant. Patient noted that they were having to keep an eye on the controller while charging because the connection kept going in and out even though they weren't moving when charging their implant. When asked for event date, patient mentioned the issue began for awhile now. During the call, patient confirmed no visible damage to controller port. Patient noticed near the paddle/cord area the recharger seems real hot now and may be getting wore out. Patient did mention that they had dropped the controller a few times. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.